Event description:
On (B)(6) 2018, a 29mm epic valve was selected for implant in the mitral position. On (B)(6) 2018, abbott was made aware from patient device tracking that the patient expired during surgery. Additional information has been requested.

Manufacturer narrative:
An event of patient death due to an unknown cause was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.